Manufacturer narrative:
Pump interrogation by the analysis lab indicated the pump was delivering morphine 10,000.0 mcg/ml at 1,801 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an area of compression on the catheter body. Conclusion code applies to the catheter with regards to the tissue between the pump and catheter connection allegation (analysis found no significant anomalies indicative of tissue between the pump and catheter connection). Conclusion code applies to the catheter with regards to analysis findings of compression in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that the pump had stopped working, and the pump was replaced. However, conflicting information stated that medical or surgical intervention was not needed to prevent a permanent impairment of a function, and there was no injury resulting from this event. The event did not lead to or extend patient hospitalization. The pump would be returned to the device manufacturer. There were no patient symptoms or complications associated with this event. The patient's status was ¿no injury¿. Information regarding the patient¿s age and weight was unavailable. No further complications were reported.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Device code (B)(4) no longer applies. Patient code (B)(4) no longer applies. Method code does not apply. Conclusion code does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. Information received indicated that the ¿pump not working¿ was a reference to the connection between the catheter and pump not being okay. The surgeon had observed that there was cicatricial tissue between both, what could be causing the catheter obstruction that the junction between both could be damaged.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, lot# 0213916991, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.